Manufacturer narrative:
The insulin pump had a blank display due to a severely corroded battery tube and battery cap contacts. The functional testing could not be completed due to the blank display. The insulin pump also had moisture damage on the liquid crystal display circuit board and mother board. The insulin pump had a cracked display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window and cracked battery tube threads.

Event description:
The customer reported via phone call that they received a blank display when a button was pressed. The customer also reported moisture was present under the insulin pump's screen. Customer's blood glucose was over 200 mg/dl. The customer stated the insulin pump was recently dropped. It was also found the customer's battery compartment and contacts on their battery cap were also not damaged or corroded. The customer also reported receiving a failed battery test alarm. Customer did not have a new battery to complete troubleshooting. The customer requested a replacement battery cap. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.